Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) replaced the hose clamp, confirmed that the issue was resolved, and placed the device back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the gas outlet hose clamp was found to be broken. There was no patient involvement at the time the issue was discovered as the issue was found during annual preventive maintenance (pm). Upon opening the device to inspect the cables/boards and clean dust, the biomedical engineer (bme) discovered that the gas outlet hose clamp was broken. The bme ultimately ordered the replacement hose clamp kit for repair. Investigation is ongoing.